Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 41 mg/dl. The customer treated for the low blood glucose with a piece of an apple and sugar, which caused her bg to go up to 300 mg/dl. The customer declined troubleshooting as she is a brittle diabetic having trouble with her sensors. She will contact her doctor to change her insulin settings. The product is not being returned for analysis. The customer also reported that her sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose at the time of the event was 128mg/dl and the sensor glucose was 70mg/dl at the time of the incident. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The product is not being returned for analysis.